Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial lead was confirmed to be fractured through subclavian vein imaging. Lead measurements were also reported to be below 3000ohms. Surgical intervention occurred to replace this lead with a new lead. No further adverse patient effects have been reported. This lead is not expected for return and analysis. Should further information be received an updated report will be submitted.